Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This MDR is for pt 3 of 4. See MDR #1061932-2011-02209 for pt 1 of 4, MDR #1061932-2009-00048 for pt 2 of 4 and MDR #1061932-2011-02211 for pt 4 of 4. On (B)(6) 2009, a field svc engineer (fse) was dispatched to the site. He performed verification of performance and insp. All the verification data were within specs and the analyzer appeared to be in good working order. On (B)(6) 2009, the fse again went to the site and replaced the sample probe with a teflon tipped style probe. He performed a probe alignment and verified that all valves were activating normally. He verified that the hemoglobin latex gain was stable and within specs. All parameters were within specs on a reproducibility test. The root cause of the erroneous results is unk.

Event description:
The customer reported that the act5diff hematology analyzer recovered erroneous cbc results on one pt sample. The erroneous results were reported out of the lab. The test results were questioned because the hemoglobin results went from 12 g/dl on the previous day's sample (on (B)(6) 2009) to 10.5 g/dl on (B)(6) 2009. The pt did not have intravenous fluids and was not bleeding. The specimen from (B)(6) 2009, was retested with results of 13.3 g/dl, which the customer considered to be correct. A corrected test report was issued. There were no reported changes to pt treatment associated with this event.